Event description:
The customer has complained that they have had several failures of the lifepak 5 battery paks with lot codes of 9645. The batteries that have been tested would not deliver more than 2 defibrillator discharges at 360 joules. There were no patient related events reported.

Manufacturer narrative:
Replacement batteries were provided to the customer and no further problems have been reported. The customer indicated they were satisfied with the follow up by physio-control. The replaced batteries were not returned for evaluation.